Manufacturer narrative:
(B)(4). A review of all batch record documents will be performed for potentially associated lot numbers h13k07065 and h13j21456. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the peritonitis was manifested by nausea, abdominal pain, fever and chills. The treatment for the peritonitis included vancomycin (daily then twice a week, intravenously (IV) then intraperitoneal (ip) with the dose unknown) and gentamicin (daily then twice a week, IV then ip with the dose unknown). About a week and a half after being discharged from the hospital, the treatment with the vancomycin and gentamicin was discontinued. The patient was considered to be recovering and peritoneal dialysis (pd) therapy was ongoing. No additional information is available. As the sample was not returned, a device analysis could not be completed. A review of all batch record documents for potentially associated lot numbers h13k07065, h13j21456 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day as the onset, the patient was hospitalized for the peritonitis. Treatment was not reported and the cause of peritonitis was unknown. Five days after the hospitalization, the patient was discharged. The patient recovered from the peritonitis. No additional information is available. This is report 2 of 3.